Event description:
Patient reported right side "peripheral folds and axillary hollows with some adenopathies". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., h.11.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "peripheral folds and axillary hollows with some adenopathies". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Device has been explanted.